Manufacturer narrative:
Review of the manufacturing records revealed no attributes that could have contributed to this event.

Event description:
This patient had a previous total knee arthroplasty in 2002. It has always been painful. This has continued despite normal-looking x-rays and having a prosthesis that is well-sized, well-aligned, and well done with good motion. The patient continues to have pain and effusions. He has been worked up several times for infection and is found not to have any. He is thought to have a metal allergy. He was admitted for revision right total knee arthroplasty. All components were removed and replaced.